Event description:
It was reported that the patient presented to the emergency room because of a device shock. It was unable to be determined whether it was an appropriate shock or not since the patient's implantable cardioverter defibrillator was in back up mode. Also, the device was unable to be fully interrogated at first. Afterwards, the device was able to be restored through programming. The patient was in stable condition.